Event description:
The consumer and manufacturer representative reported that the patient was sick and had been in the hospital for 4 days. The patient ate something like a mushroom risotto and then threw it up. They increased the patient's pain medications and they started to get better as of (B)(6) 2016. They decided in the hospital to give the patient a CT scan on (B)(6) 2016 and now the patient had taken a turn for the worse and was sick again. The patient was severely sick and they thought it was life threatening. The patient's family member was concerned the device was turned off due to the CT scan and wanted to get it checked. The manufacturer representative reviewed the patient's device on 2016-10-06 and the device had not been turned off by the CT scan. On interrogation, the device was still switched on and working. No troubleshooting was required. The patient was feeling very well and was due to leave the hospital on (B)(6) 2016. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient mentioned what was previously reported, that they wound up in the hospital. They stated that it was after they traveled to ireland. They were treated for gastroparesis, the therapy was checked and everything was fine and the issue was resolved. No further complications were reported/anticipated.